Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the liberty select cycler and the patient¿s cardiac arrest/death. Based on the available information, there is no allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the patient¿s death. The cause of the patient¿s cardiac arrest that led to fatal outcome is unknown. It was reported the patient was under the care of a cardiologist and scheduled to have a cardiac catherization. Moreover, the patient had several mortality risk factors including esrd on pd therapy, non-hodgkin¿s lymphoma, anemia of ckd, htn, prior nstemi - unrelated to pd therapy, and protein-calorie malnutrition.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they expired during their pd treatment on the cycler. Upon follow up, the pdrn reported the patient was found unresponsive by his wife at home still connected to the cycler. The nurse reported it is unknown if the patient was in active pd treatment when discovered. However, to date, there have been no reported allegations of any issues with fresenius products causing the patient¿s death. Pd treatment data was requested during follow-up; however, has not been provided. Reportedly, the patient¿s wife called ems and CPR was initiated by paramedics. However, per the nurse, resuscitation efforts were unsuccessful, and the patient expired. The nurse stated the patient¿s nephrologist attributed the patient¿s death to cardiac arrest from natural causes. It was reported the patient was under the care of a cardiologist was supposed to have a cardiac catherization in (B)(6) 2019. Additionally, the patient has a past medical history significant for end stage renal disease (esrd) on pd therapy, non-hodgkin¿s lymphoma, anemia of chronic kidney disease (ckd), hypertension (htn), prior non-st elevation myocardial infarction (nstemi) - unrelated to pd therapy, protein-calorie malnutrition, and gout. Documentation on the patient¿s esrd death form lists acute myocardial infarction as the primary cause of death; no secondary causes listed. The exact cause of the patient¿s cardiac arrest is unknown nurse also stated the patient did not have any pd related complications, such as fluid volume overload, that contributed to the death.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the liberty select cycler and the patient¿s cardiac arrest/death. Based on the available information, there is no allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the patient¿s death. The cause of the patient¿s cardiac arrest that led to fatal outcome is unknown. It was reported the patient was under the care of a cardiologist and scheduled to have a cardiac catherization. Moreover, the patient had several mortality risk factors including esrd on pd therapy, non-hodgkin¿s lymphoma, anemia of ckd, htn, prior nstemi - unrelated to pd therapy, and protein-calorie malnutrition. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they expired during their pd treatment on the cycler. Upon follow up, the pdrn reported the patient was found unresponsive by his wife at home still connected to the cycler. The nurse reported it is unknown if the patient was in active pd treatment when discovered. However, to date, there have been no reported allegations of any issues with fresenius products causing the patient¿s death. Pd treatment data was requested during follow-up; however, has not been provided. Reportedly, the patient¿s wife called ems and CPR was initiated by paramedics. However, per the nurse, resuscitation efforts were unsuccessful, and the patient expired. The nurse stated the patient¿s nephrologist attributed the patient¿s death to cardiac arrest from natural causes. It was reported the patient was under the care of a cardiologist was supposed to have a cardiac catherization in (B)(6) 2019. Additionally, the patient has a past medical history significant for end stage renal disease (esrd) on pd therapy, non-hodgkin¿s lymphoma, anemia of chronic kidney disease (ckd), hypertension (htn), prior non-st elevation myocardial infarction (nstemi) - unrelated to pd therapy, protein-calorie malnutrition, and gout. Currently, the esrd death form is not available and per the nurse no autopsy will be performed. The exact cause of the patient¿s cardiac arrest is unknown nurse also stated the patient did not have any pd related complications, such as fluid volume overload, that contributed to the death.